Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, noise due to suspected emi was observed. Review of session records confirmed that signal was indicative of true noise/emi rather than a programming or hardware issue. No changes recommended. Patient was stable.

Event description:
New information received notes that the noise could not be reproduced during in-clinic device check. No programming changes were made. Patient was asymptomatic.